Event description:
It was reported that the strips are labeled incorrectly with an expiration date of january 21, 2029. The expiration date does not match the lot number; based on the lot, these strips should already be expired.